Manufacturer narrative:
Alleged failure: top portion of the burr broke into the patient's shoulder the failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be an inadequate welding process, a bad weld location, probable cause could be part length variation, set-up and operator error. The blade comes in contact with a hard object, excessive pressure. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. Please note all pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. Please note all pieces were retrieved and the procedure was completed successfully.